Event description:
Two erroneously low glucose cup results, generated by synchron cx9 delta clinical system, were noticed when the laboratory compared these results to their other synchron analyzer. The erroneous results were not reported out of the laboratory; therefore, patient treatment was not impacted by this event. The customer had performed weekly and monthly maintenance prior to the event and began to notice that the instrument starting flagging erratic adc errors on 50% of their samples. The customer did not note any problems with qc material patient results are provided. Hotline instructed the customer to replace the glucose electrode and this appears to have resolved the issue. It is unknown how long the electrode had been running on-board prior to failure. Failure mode appears to be the glucose electrode.